Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, (B)(4): medtronic received information regarding an imaging device being used during a spinal procedure. It was reported that before performing 3d acquisition all the connections were verified. Imaging connected to navigation, imaging trackers visible, patient trackers visible, and the imaging navigated scan was also selected. However, after image acquisition the 3d scan was no transferred to the navigation. Additionally in the mobile view station (mvs) the name of the acquired scan was just 3d, instead of having the nav tag. A second scan was performed with the same result.¿ there was a reported delay of less than one hour and no reported impact to patient outcome. The procedure was able to continue with navigation. The nav system was rebooted, the 3d acquisition was performed again and this time the scan was transferred to the navigation.